Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that beeping was noted on this cardiac resynchronization therapy defibrillator (crt-d) while on high shock impedance measurement on the rv lead during routine follow up checkup. Boston scientific company representative advised that to set the patient on remote monitoring system for closer monitoring. The shock impedance initially was more than 130 ohms and reduced to 105 ohms. The beeping was turned off on shock impedance. No adverse patient effects were reported. Additional information received that all other measurements were within normal limits. The patient has been followed up closely on remote monitoring system. The out of range measurement was suspected to be due to single coil lead and not due to faulty devices. No adverse patient effects were reported.